Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle the power on the hc to get to "end therapy". The tsr advised the hp to contact his peritoneal dialysis registered nurse (pdrn) about the possible exposure to unsterile air. The hp ended therapy for the night and would call his pdrn in the morning. Proper procedures were reviewed with the patient and there were no samples available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag fell and disconnected. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.